Manufacturer narrative:
The microstent was not returned to manufacturing site and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. A physician reported that, following an microstent implant procedure, a cleft with numerical hypotony however the patient seeing well. The microstent was not returned to the manufacturing site for evaluation. Based on feedback from the eomd surgical consultant, hypotony is due to cyclodialysis cleft. Cyclodialyis cleft is a known potential surgical risk identified in the labeling; no device issues were reported. The root cause of this event is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following an microstent implant procedure, a cleft with numerical hypotony however the patient seeing well. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).